Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and mild calcified superficial femoral artery (sfa). A 4.00mm x 150mm, 150cm ranger sl (dcb) balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at rated burst pressure (rbp) the device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).